Event description:
During an im nail of the left femur on a large patient, the surgeon tried to ream out an entry site for the nail. The drill bit broke at the junction where it connects to the power drive. The broken drill bit was retrieved. The surgeon was able to gain entry into the bone. The surgeon and the resident were not satisfied with reduction of the fracture.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.